Event description:
It was reported that the down button on the insulin pump is unresponsive. Customer's blood glucose level at the time 46 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump down arrow button did not respond due to flattened button dome switch. Insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive button. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.